Event description:
It was reported by service report that the unit will not raise up at all. Tech determined that air was in the system and needed to be purged out. It is unk if there was pt involvement or if there are adverse consequences to report.